Event description:
It was reported that there was a pericardial effusion. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. The pfa procedure was successfully completed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and recaptured twice. During the second recapture the physician advanced the closure device to obtain as much depth as possible. The closure device was still found to be under compressed. The physician made the decision to upsize to a 27mm wds. During the exchange of the delivery systems, a small pericardial effusion was noted on transesophageal echocardiogram (tee) imaging. The physician deployed and released the new 27mm closure device. After the release it was found that the pericardial effusion had progressed, so the physician performed a pericardiocentesis. 450ml of fluid was removed and returned to the patient. The patient stabilized and was moved from the procedure table to an inpatient bed. Another 200ml was drained so a blood transfusion was initiated, and the patient was transferred to the ICU. No other complications were reported to have occurred as a result of this event.

Event description:
It was reported that there was a pericardial effusion. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The physician gained venous access and proceeded with the concomitant procedure. The pfa procedure was successfully completed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and recaptured twice. During the second recapture the physician advanced the closure device to obtain as much depth as possible. The closure device was still found to be under compressed. The physician made the decision to upsize to a 27mm wds. During the exchange of the delivery systems, a small pericardial effusion was noted on transesophageal echocardiogram (tee) imaging. The physician deployed and released the new 27mm closure device. After the release it was found that the pericardial effusion had progressed, so the physician performed a pericardiocentesis. 450ml of fluid was removed and returned to the patient. The patient stabilized and was moved from the procedure table to an inpatient bed. Another 200ml was drained so a blood transfusion was initiated, and the patient was transferred to the ICU. No other complications were reported to have occurred as a result of this event. It was further reported that the patient had three (3) cardiac arrest events post procedure before being discharged from the hospital. Pericardial effusion with cardiac tamponade also occurred.